Event description:
The device was used to perform an analysis of the pt rhythm. Reportedly, the device rendered a shock decision and started to charge, but the charge aborted and a connect electrodes message was displayed. With further attempts to analyze the pt rhythm the device continued to display connect electrodes. Th pt was not resuscitated. The facility captain, who was witness to the event, expressed the pt was not a viable candidate for resuscitation.